Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the serial number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there is no description of the device's malfunction.

Event description:
On march 31, 2021, olympus medical systems corp. (Omsc) received the literature titled "the role of single-balloon colonoscopy (sbc) for patients with previous incomplete standard colonoscopy: is it worth doing it?". This study was conducted on the single-balloon overtube-assisted colonoscopy for 100 patients from february 2008 to october 2014. In the literature, it was reported mucosal defect, severe abdominal pain, and hematochezia. The mucosal defect after the polypectomy was successfully closed with hemoclips, and the patient received prophylactic antibiotics and remained asymptomatic. Another patient suffered from severe abdominal pain and hematochezia after a diagnostic sbc without intervention. Computed tomography results excluded perforation. This outpatient was then admitted for medical observation and was discharged home pain-free after 4 days. Therefore, omsc assumes that the patient suffered from severe abdominal pain and hematochezia was an adverse event to submit due to hospitalization for medical observation. Based on the available information, specific information on the subject device and the patients were not provided. There is no description of the device's malfunction. Omsc will submit one medical device reports (MDR) of the subject device for the adverse event need for severe abdominal pain and hematochezia.